Event description:
It was reported that the patient presented remotely. Upon review, the atrial lead exhibited noise oversensing which led to pacing inhibition. The patient was brought into the clinic for lead revision but was unable to complete the procedure due to the vein occluded. Programming changes were made instead and the patient was stable throughout.